Event description:
It was reported that the user contacted support to confirm that an insulin cartridge could be changed without replacing the infusion set tubing, was guided through the cartridge replacement on an ilet system, and insulin delivery resumed; the user subsequently noted elevated blood glucose in the 200s without any associated device alerts or alarms. Symptoms included hyperglycemia. Outcomes included no reported injuries, no need for medical intervention beyond troubleshooting, and continued device use after guidance. Investigation included remote troubleshooting and user education focused on proper cartridge replacement and resumption of insulin delivery. Investigation of this case revealed no device malfunction or alarm conditions and supported appropriate function of the insulin delivery component after cartridge replacement, with hyperglycemia etiology remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.